Manufacturer narrative:
The recipient reportedly recovered from surgery. The external visual inspection revealed that the electrode was severed near the array, and cut silicone overmold was observed on the top cover. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's swelling reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted.

Event description:
The recipient is reportedly experiencing swelling at the implant site. The recipient was prescribed augmentin for 10 days. The recipient was then placed on 9ml prednisone once daily followed by a compression bandage. The recipient is currently wearing the device. Revision surgery will be scheduled.